Event description:
Information received from the field does not address the patient's clinical status but notes that the device was pacing in the vvi mode at a rate in the 30's. Interrogation of the device revealed that it was operating in back-up code a.